Manufacturer narrative:
(B)(4). The dexcom g4 platinum continuous glucose monitoring system user's guide states: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (e.g., redness, swelling, bruising, itching, scarring or skin discoloration).

Event description:
Patient contacted dexcom on 06/20/2016 to report that they experienced a skin reaction on (B)(6) 2016. The sensor was inserted into the abdomen on (B)(6) 2016. Patient described the area around the sensor as red, itchy, dry skin with yellowish discharge. Patient saw the reaction after the sensor was pulled off. On (B)(6) 2016 the patient's mother, who is a nurse, inspected the area and agreed that it was an allergic reaction. The affected area was treated with over-the-counter (B)(6) cream. Patient stated they allowed the skin to heal on its own. At the time of contact, the patient's condition was normal. Additional event or patient information was not provided.